Event description:
It was reported that within two months post implant there was a loss of left ventricular (lv) pacing and a dislodgement of the lv pacing lead. It was further reported that the post implant instructions were not followed by the patient. The lead was repositioned and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.